Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-05258, reference MFR. Report#: 1627487-2015-05259. It was reported the patient was experiencing overstimulation. An impedance check revealed high impedance. In turn, the patient underwent reprogramming. Following the reprogramming session the patient experienced spasms due to overstimulation occurring again. As a result, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, fluid was found near the header of the ipg. In turn, the patient's leads and ipg were explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-05258, reference MFR. Report#: 1627487-2015-05259.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3 . Reference MFR. Report#: 1627487-2015-05258. Reference MFR. Report#: 1627487-2015-05259.

Manufacturer narrative:
: Results : the reported field observation was confirmed. As received, the lead had a kink where some of the internal wires were broken approximately 19cm from the tip of the stimulation end. A cam impression from the lead anchor was also observed on the outer tubing. The ends of the broken wires were in close proximity. Conductivity testing showed that 6 of 8 channels were electrically open. This would have caused the invalid impedance observed in the field. The broken wires could have contributed to the patient¿s discomfort as the end of the broken wires made intermittent and/or unintended contact. As the invalid impedances were observed prior to the revision, the broken wires were consistent with an in vivo overstress condition near the distal end of the lead anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.